Event description:
The customer reported intermittently the system failed to generate an exposure and thereafter failed to boot up. There was no report of a patient and/or customer serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was replaced and therefore the software was reloaded. The system was then found to be operating as intended.